Manufacturer narrative:
The li-ion battery in this complaint was returned to zoll (B)(4) for evaluation. Visual inspection was performed and battery latch was observed to be broken. The reported complaint was confirmed. The physical damages found during visual inspection can occur due to normal wear and tear and/or physical abuse.

Manufacturer narrative:
Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Event description:
It was reported that the latch of the autopulse li-ion battery broke off. No adverse patient sequelae was reported. No further information was provided.